Manufacturer narrative:
(B)(4). Upon further review, it was discovered that the pump was performing as designed and there was no malfuction.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced air detected set, which interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.